Event description:
During a coronary stent procedure, the physician experienced difficulty trying to advance through a previously placed stent. The delivery/stent device was removed. Upon removal the stent appears to be flared. No patient injuries or complications occurred.